Event description:
It was reported, "the line was placed on (B)(6) 2023 and removed on (B)(6) 2023 when it was noted there was a leak from the line during a maintenance flush. The leak was noted at 2cm. The line does not appear to be bent. The line was 47cm and was placed with 6cm external on insertion. No harm came to the patient other than needing to have her line removed and now having to be cannulated for her treatment."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheters is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings in section h:11.

Event description:
It was reported, "the line was placed on (B)(6) 23 and removed on (B)(6) 23 when it was noted there was a leak from the line during a maintenance flush. The leak was noted at 2cm. The line does not appear to be bent. The line was 47cm and was placed with 6cm external on insertion. No harm came to the patient other than needing to have her line removed and now having to be cannulated for her treatment."